Event description:
It was reported to medtronic minimed that the customer received a post-reset ram crc alarm (pump error 23). The customer got the low battery alert and when trying to change the battery, it won't accept it until he decided to just turn off the pump. The customer reported a frozen display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. Troubleshooting was performed for the frozen display, and the customer called back after resting pump for 2 hours and replacing battery. Frozen display continued. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test, self-test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 01/02/2026 21:26:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 4.0 received the low battery alert (104) on 01/02/2026 21:26:00 after more than 7 days at 17.19 days. Battery cycle 3.0 received the low battery alert (104) on 12/16/2025 15:20:00 after more than 7 days at 16.83 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. (4) failed battery test alarms found in the pump history file/trace on 02-jan-2026 started from 21:28:24 to 21:33:00. Pump error 23 alarm found in the pump history file/trace on 02-jan-2026 at 21:47:05. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case. The sc1-cap/reservoir does lock properly. Charge/battery lasts less than expected/failed batt test alarm/pump error 23 alarm/frozen screen was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.